Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). The devices were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple units of novum iq large volume pumps continuously beeped despite the infusion being run within the specified parameters. Additionally, it was noted that the pumps are bulky and tend to tip over when 2 to 3 units are placed on the pole. Furthermore, the pump's pole attachment (clamp) broke-off during setting up the pole near the bed or behind the bed. These occurred during multiple process steps in the family birth center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.